Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during implant, upon interrogation and programming of the single coil lead, a dual coil shock vector was displayed. When a hv lead impedance measurement was performed, the svc coil was out of range. The event was manually programmed.